Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Pacing suppression due to noise oversensing was observed. A new lead was implanted on the 27th. The lead remained in the patient.